Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On february 7, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the characters on the display. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On february 14, 2007 the mas mailed a letter requesting the patient contact medical affairs. For an unspecified time period, the pt noted there were segments missing from the characters on the display of the reported meter. At 5:00 pm the patient obtained the blood glucose reading of 414 mg/dl using her aunt's one touch ultra meter. At that time, the patient was experiencing the symptoms of dizziness, sweating, fatigue and nausea. The patient administered self-care by taking her oral diabetes medications metformin 500 mg and avandia (rosiglitazone) 2 mg. At 7 or 8:00 pm the patient took herself to the emergency room, where her blood glucose level was tested to be 'greater than 400 mg/dl.' She was treated with 20 units regular insulin and discharged two hours later. It would have been helpful to determine how long the missing segments issue was occurring, how the patient interpreted her readings, if the patient used the reported meter on the day of the event, the patient's blood glucose readings prior to the onset of symptoms, her medication regimen, and if the patient adjusted her medication doses based on meter readings. The meter, strips and control solution were replaced. The patient alleges she obtained elevated readings on a second meter while experiencing symptoms suggesting hyperglycemia, and she received insulin treatment in the emergency room. It is not known if the patient had tested her blood glucose level using the reported meter prior to the onset of symptoms, how she may have interpreted the readings with missing segments, and what actions she took following these readings. Therefore, this complaint is being classified as an adverse event.